Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards south africa affiliate, during a transfemoral valve in valve tavr procedure with a 26mm sapien 3 valve in a pre-existing non-edwards valve, the commander delivery system balloon ruptured during valve deployment due to the sharp structure of the surgical prosthesis. The patient was hemodynamically stable, and there was no additional post dilatation was done. However, upon removal of the delivery system, there were difficulties withdrawing, so the vascular surgeon assisted with removal. The femoral artery was surgically closed, and the patient was discharged in stable condition. Per report, the pusher would not pulled back prior to deployment, resulting in the sharp point on the surgical prosthesis to cause the balloon rupture.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and difficulty to withdraw system through sheath were unable to be confirmed due to no device being returned and no applicable imagery provided. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported 'during the valve in valve procedure, the commander delivery system balloon ruptured at valve deployment likely due to the sharp structure of the surgical prosthesis,' also per follow up information the annulus/leaflets were very calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.